Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to be powered on. A field service engineer found the station was not booting up and identified the main drawer 2.1 controller as the cause. The controller was replaced, and the drawers were tested in the application. Station functions were verified and confirmed operational. The system functioned as intended after the field service engineer repaired the device.